Manufacturer narrative:
It remains implanted. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zcb00 24.0 diopter intraocular lens (iol) was implanted in the patient's operative eye sometimes during (B)(6) 2017. Post-operatively, a couple months after surgery, the patient complained of seeing haze in the operative eye, so the doctor performed a yttrium-aluminum garnet (yag) procedure. Following this, the patient experienced glare and halo, including not being able to drive at work due to not being able to see at night. Reportedly, the doctor is aware of all the patient's complaints, but states there was nothing wrong with the lens and that there was nothing they could do other than give him some glaucoma medicine. Further information provided by the patient reports the he had slight halos prior to the iol being implanted. For about 3 months post-implant there was no halos. The doctor performed a yag procedure and about 2 days after that the halos returned along with floaters. A second yag was performed around august or september and the symptoms became worse. The symptoms are now about 10 times worse than prior to the initial surgery/implant. The patient had a vitrectomy under the care of a different doctor, a corneal specialist. The implant date of the lens was (B)(6) 2017. There were no injuries reported. Eye affected is the left eye and then lens is still implanted. No additional information was provided.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product remains implanted. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to the specifications. A search revealed that no additional complaint was received from this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.